Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified sensor scan results that were lower than unspecified readings obtained using an adc meter and was asymptomatic. The customer was able to self-treat with glucose, and their insulin dosage was adjusted by a healthcare professional. There was no report of death or permanent impairment associated with this event.